Event description:
It was reported that a patient underwent surgical procedure on (B)(6) 2014 and suture was used. After ten days, the patient experienced an infection and dermal suffering. Due to this condition, the patient underwent another surgical procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.